Event description:
It was reported that cgm displayed error message and caller experienced problem with sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, completed reset with guidance, and pump no longer displayed cgm error, with pump functioning again after reset.